Event description:
New information notes that the pacemaker and the physician elected to explant pacemaker.

Manufacturer narrative:
Correction: b5 should have been pacemaker not ICD.

Manufacturer narrative:
Correction: b1 for malfunction b5 for programming changes h1 to malfunction and h6 for programming changes instead of additional surgery.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed intermittent capture on the pacemaker. Programming changes were performed to resolve the issue. The patient condition was unknown.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed intermittent capture on the implantable cardioverter defibrillator (ICD). No changes or intervention were reported. The patient condition was unknown.